Manufacturer narrative:
Continuation of d10:  dvea3e4  ev-ICD  implant date: (B)(6) 2025.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 months post implant an impedance alert triggered for the ring1 coil2 on the extravascular (ev) lead due to low impedances. The physician turned off the signal tone. It was noted that all impedances were gradually decreasing and the large r-wave amplitudes were also gradually decreasing.  An x-ray was taken and showed that the lead had moved.  The ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the extravascular pacing lead was below the expected lower range. Analysis of the device memory indicated the impedance trend of the extravascular pacing lead was decreasing. Analysis of the device memory indicated diminished right ventricular sensing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient presented to the clinic and interrogation revealed that the impedance trends are smoothly and continuously decreasing. Sensing showed variability but with overall sufficient values. The patient presented to another hospital two weeks prior due to a fever and myopericarditis associated with an assumed borreliosis infection transferred by a tick bite. An x-ray revealed that a liquid accumulation (dark area) was visible between the sternum and the heart. The ev lead remains in use. No further patient complications have been reported as a result of this event.